Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:20:28. During night drain cycle four, the patient's ultrafiltration reading was 1694ml, indicating the home patient (hp) drained 1494ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intra-peritoneal volume (iipv) condition. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.